Event description:
X-rays demonstrated that three 4.5mm distal screws have broken. Patient has not yet been revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.